Event description:
A consumer reported that their infant had been previously diagnosed with covid-19, and they were using a personal steam inhaler on the child. The baby allegedly received second degree burns on his right leg from hot water that "shot out" from the personal steam inhaler during use. Medical intervention was sought for his injuries that evening. The instructions for proper use have clear warnings that state "caution: do not place on lap or lift in your hands while in operation and if the unit still contains water", "the appliance should not be left unattended. Keep out of reach of children", and "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury."